Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 275cc mentor smooth round moderate profile saline breast prosthesis on the left side and an unspecified mentor saline on the right side, experienced left side deflation and bilateral ptosis post-operatively. Deflation was discovered during surgery. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.